Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs system and 1.8 inr on the coaguchek s system. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Ref medwatch with patient for suspect device in coaguchek s system.